Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained when non-vitros biorad quality control (qc) fluids were processed using vitros ipth reagent lot 1570 and lot 1621 when tested on a vitros xt7600 integrated system. The magnitude of bias of the vitros ipth results meet potential health and safety criteria and are reportable. Vitros ipth reagent lot 1570. Biorad level 3 lot 64950 result of 398.1 pg/ml versus the expected result of 585 pg/ml. Vitros ipth reagent lot 1621. Biorad level 3 lot 64950 results of 387.97, 368.74, 344.15 and 316.95 pg/ml versus the expected result of 585 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results obtained were not reported outside of the laboratory and there was no reported allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained when non-vitros biorad quality control (qc) fluids were processed using vitros ipth reagent lot 1570 and lot 1621 when tested on a vitros xt7600 integrated system. A definitive assignable cause could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same qc fluids using an alternate lot of vitros ipth. The customer did not perform any precision testing on the instrument, so no assessment of the instrument performance at the time of the event was made. Nevertheless, the customer gave no indication of any vitros xt7600 system malfunction. However, qc fluid performance showed evidence of within laboratory precision issues and therefore, an instrument issue cannot be completely ruled out as contributing to this event. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office above is (B)(6)..